Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by the edwards japan affiliate, during a transapical transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve, the team had difficulty in stopping the bleeding due to damage of the apex. After 18fr certitude sheath was inserted a poor retention of the sheath during insertion of the delivery system resulted in a large puncture hole due to excessive movement of the sheath. As a result, bleeding was observed around the sheath after the delivery system was inserted. Eventually, the 23 mm sapien 3 valve was successfully deployed with nominal volume. After removal of the sheath, hemostasis was performed, but bleeding from the puncture site was still observed. An additional needle for hemostasis was applied. Manual hemostasis was also performed while keeping the blood pressure low, hemostasis was successfully achieved and the patient left the operation room. Approximately 1 hour later, the patient's hemodynamics collapsed and it revealed that the bleeding occurred again, the patient was returned the operating room under percutaneous cardiopulmonary support (pcps) support. After that, a thoracotomy was performed, the pcps was switched to a cardiopulmonary bypass, and the heart was stopped to stop bleeding. After all the sutures were removed, it was confirmed bleeding point, it was tearing about 1 cm horizontally. Eventually, the bleeding point was pinched with felt and closed with a thread to complete hemostasis. The patient's hemodynamics returned to normal, and the cardiopulmonary bypass was warned off. The exact amount of bleeding was unknown but 280 ml each of ffp and rbc were given before reoperation. No resistance was observed upon insertion of the sheath and the delivery system. No malfunction such as damage and kink were observed. The patient had moderate calcification on lvot. Per the medical opinion, the event may have been caused by procedural factors (holding or manipulating the sheath) not patient factors.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and added new information to h.6 type of investigation and investigation findings per the instructions for use (IFU), cardiovascular injuries perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential risks or adverse events associated with the overall thv procedure and may require intervention. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well-recognized complication of the thv procedure in this elderly population with multiple comorbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (partial j sternotomy or right mini thoracotomy), access, and stabilization of the site are also provided in the training. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium, or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty, and the transcatheter aortic valve replacement (thv) procedure. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), bleeding is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that the procedural factors (e.g. Device manipulation in aorta) may have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.